Event description:
The manufacturer received information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in abc centro médico, médica sur, and hospital san javier guadalajara in mexico. The manufacturer received information alleging 43 deaths related to defective philips ventilators. The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regard to devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.